Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 185 mg/dl at the time of the call.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.